Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that: (B)(6) 2017: the md inserted the catheter in the patient, then started infusion through distal and proximal lumens. On (B)(6): the patient showed the symptom of fever. On (B)(6): the medical staff found pus around insertion site. Then, the lumen flushing was performed but the proximal lumen couldn't be flushed and solution was leaking from the insertion site. The md suspected the proximal lumen blockage .

Manufacturer narrative:
Qn# (B)(4). The customer returned one two-lumen cvc for evaluation. The catheter had been cut just below the single black band on the body. No other issues were identified. The portion of the catheter that was removed was not returned for evaluation. The returned portion of the catheter body measured 155mm in length. Based on the range of 207 to 227 mm specified by the product drawing, it was determined that approximately 62mm of the catheter body was not returned. Both extension lines were flushed using a lab inventory syringe and no issues were identified. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product state that catheter patency should be maintained according to hospital/institutional policies, procedures, and guidelines. Catheter patency can be maintained by flushing intermittently via a syringe with heparinized saline or preservative-free 0.9% sodium chloride, a continuous drip, or a positive pressure device. (Con't) other remarks: the customer reported issue of the catheter becoming blocked in use could not be confirmed during the sample investigation. A complete investigation could not be performed as the entire sample was not returned for evaluation. No blockages were located in the portion of the catheter that was returned. A device history record review was performed and no relevant findings were identified. Based on the information that was provided and the condition of the returned sample the probable cause of this issue could not be determined.

Event description:
It was reported that: on (B)(6) 2017: the md inserted the catheter in the patient, then started infusion through distal and proximal lumens. On (B)(6): the patient showed the symptom of fever. On (B)(6): the medical staff found pus around insertion site. Then, the lumen flushing was performed but the proximal lumen couldn't be flushed and solution was leaking from the insertion site. The md suspected the proximal lumen blockage.